Event description:
It was reported that the customer has passed away at home. The cause of death was reported to be acute metabolic disturbance caused by kidney failure. The customer had kidney failure and congestive heart failure. On (B)(6) 2015, the customer went to the emergency room due to shortness of breath and feeling weak. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death. She was off the insulin pump for sixteen days prior to death. The choice to stop wearing the insulin pump was made by the customer. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Data analysis was performed. The customers' daily insulin total average was from 2.35 to 48.35u, total basal insulin was from 2.35 to 9.8u, and total bolus insulin 0 to 43.8u. Data was from two weeks of data listed for the date of (B)(6) 2015.

Manufacturer narrative:
Additional information has been provided that was not included with the initial report. The insulin pump passed the delivery volume accuracy test at 96.04 percent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).